Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the check and down buttons on the infusion device were not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.